Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge to address the issues. The customer's blood glucose (bg) level ranged from 248 mg/dl to 289 mg/dl and the bg level was addressed with a bolus via the pump.